Event description:
It was reported that the 7700 system had would not power on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the servce call. The system was tested and found to be working as intended and put back into service.